Event description:
It was reported that there was stimulation in the wrong location, a loss of therapeutic effect, and an increased baseline pain in the low back. A wire moved up and over and a revision was scheduled in 2 days to pull it down. About a month ago, the patient was not getting any relief in her lower back. She met a manufacturing representative at a healthcare provider (hcp) office, and they tried everything they could to try and get it into place. Finally they took x-rays and found it had moved up when compared to the original one. The x-rays confirmed that the lead had migrated. The lead had moved up and over to the right. It was later reported that the system was entirely removed because that was what the patient wanted. The patient was doing fine after the explant surgery.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that it had moved over to the right and not doing what it was supposed to be doing. It was noted that the patient decided she was not going to get another implantable neurostimulator (ins).

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).